Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the artery intra-operatively, the handle was able to recognize the reload and stapler was able to fire but devices stopped distally. It was stated that there was an incomplete staple line.